Event description:
It was reported that the ilet¿s bg run mode was suspended after continuous glucose monitor (cgm) signal loss and subsequent sensor expiration. The user did not start a new sensor and eventually switched to multiple daily injections (mdi) therapy with subcutaneous insulin pens. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included the need for unexpected medication intervention. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, while a usage problem was identified, consistent with improper or incorrect procedure and a component designation not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.